Manufacturer narrative:
The field service representative was unable to determine a cause. He inspected and cleaned the sample and reagent probes. Ran check test precision run and controls.

Event description:
User received erroneous digoxin result for one pt sample. Initial result gave 2.3; repeated twice giving 1.4 ng per ml each time. The repeat result was reported. Pt not adversely affected.